Event description:
No video image. There was no report of patient harm. The time of event is during use. Date of event:not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model ec38-i10l-us is available in the USA with a 510k number k131855. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
During pentax internal review, the same event was filed under MDR (9610877-2022-52299) which was submitted. Therefore, MDR (9610877-2022-00352) filed on march 8, 2022 is considered a duplicate report.

Manufacturer narrative:
Correction information: g4: premarket identification PMA/510(k) g6: follow up #1 h2: type of follow up.